Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the pump would sometimes freeze on the home screen. In order to clear the frozen screen, the reporter explained that he would need to take out the pump's battery. During the contact with anm, the reporter took out the battery and reinserted it. At that point, the pump would not power on. The pump turned back on after the reporter replaced the battery. However, the pump's display was frozen again. The alleged frozen display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged power issue was documented by the anm representative involved in this contact as being unresolved with troubleshooting. The yellow o-ring was visible. There was no visible battery cap damage. The reporter admitted that the pump's battery cap had never been replaced. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box verified unexplained power events. There was no damage observed to the battery compartment or cap. The battery cap tightened to the pump and the pump was exercised for 24 hours without power interruptions. The pump battery cap was tested and was found to be within specifications. The pump was opened and there was no power circuit issues found. Unrelated to the complaint, the bolus button was found to be detached. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.